Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching or securing the insulin cartridge and tubing on the ilet system, leading to an elevated blood glucose and alarms; the user also extended wear of an infusion set beyond the recommended duration due to a supply delay and confusion about copay and ordering managed by a caregiver. Symptoms included hyperglycemia with reported readings of 389 and 215 mg/dl. Outcomes included troubleshooting and education on proper cartridge insertion, tightening the connector, disconnecting tubing, and performing a rewind before reinsertion, with confirmation of 24/7 support availability. Investigation included user interview and troubleshooting. Investigation of this case revealed user handling error, including an incompletely tightened connector that allowed the cartridge to fall out during sleep and subsequent reinsertion without disconnecting or rewinding, which is consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and handling, compounded by delayed supply replacement logistics.